Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that they replaced her implantable neurostimulator (ins) on (B)(6) 2016, due to normal battery depletion. Three weeks later, the patient got an infection in her spine. She went to the emergency room because she thought she had a flu, but they did a swabbing of her nose and determined she had (B)(6). The patent had total system explant. The indication for implant was non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.